Event description:
Upstream occlusion failure; reporting due to defective pressure sensor. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally (B)(6) canada. The complaint reports an upstream occlusion failure. During servicing, the upstream pressure sensor was replaced. After several attempts, the defective spare part was not sent back to (B)(6) for investigation. With no other evidence to confirm the origin of the defect, the root cause of the reported issue could not be identified. Note: an internal CAPA was opened in (B)(6) 2020 on defective pressure sensors, however due to the lack of available information on this complaint, the event cannot be directly linked to this CAPA. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.